Manufacturer narrative:
The impella pump and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a decision for an impella cp to be implanted in a patient for repeat coronary angiogram. It was noted that they attempted to place impella cp but met resistance at the aorta-iliac bifurcation. The impella cp was removed and the sheath was exchanged for a 14 french long sheath. However, they were unable to advance the sheath past the same area of resistance. A 6 millimeter peripheral balloon angioplasty was then performed to that area. The pigtail and 0.035 were reinserted into the left ventricle and the wire exchanged for an 0.018 wire and the pigtail was removed. The impella cp was then advanced over the wire into left ventricle without difficulty. The wire was removed and the impella cp was started on auto. It was initially ramped up to 2.7 literms per minute and was placed on p7 but within a minute, suction alarms presented and flow decreased. Despite repositioning, impella cp appeared to be kinked on fluoroscopy image just distal to impella motor/outflow. If pulled back, the kink would resolve but only if the impella cp was almost entirely in the aorta. If advanced, the kink was still present, as were suction alarms and decreased flow. There was concern that the impella cp may have kinked due to resistance on first attempt at insertion, so the impella cp was removed and a new impella cp was inserted without resistance. The patient was successfully weaned.

Manufacturer narrative:
Impella cp was returned for evaluation. Low pump flow: upon visual inspection a cannula kink was present just distal of the motor housing. Data logs were reviewed and pump flows were lower than set p-level. Suction alarm triggered at time of low pump flows. Clinical details noted that pump was kinked at the cannula when positioned in the lv and low flows were occurring. The root cause of the low pump flows was most likely due to a cannula kink due to reported resistance at aortic-iliac bifurcation and short ascending aorta. Product damage (cannula kink): returned product showed a cannula kink just distal to the motor housing and outflow cage. Clinical details noted that the pump was found to be kinked after pump was inserted and positioned. The root cause of the product damage was due to a cannula kink due to reported resistance at aortic-iliac bifurcation and short ascending aorta. Second pump also resulted in a kink. Positioning issues: clinical details noted that pump was kinked when in position across valve and in lv. When attempting to resolve the kink, the pump would be pulled back to almost entirely in aorta to remove the kink. Clinical details noted that patient had a short ascending aorta and when a second pump was inserted, it was having the same issue when placed in the lv. The root cause of the positioning issues was most likely patient condition related due to reported resistance at aortic-iliac bifurcation and short ascending aorta. Delivery issues: a failure mode of "delivery issues" was added to the investigation based on clinical details noting difficulty inserting pump. Clinical details noted that resistance was met at aortic-iliac bifurcation and both long and short introducers were used in attempt to advance pump without success. An angioplasty of the area was performed and the pump was then able to successfully be inserted. The root cause of the delivery issues was most likely patient condition related due to reported resistance at aortic-iliac bifurcation and short ascending aorta.